Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported during an arthroscopy procedure on (B)(6) 2016, water began leaking from cassette. The leak occurred near the membrane when the run/stop was activated. The procedure was completed with another device, resulting in a 40 minute delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Supplier evaluation confirmed that the product likely left conforming to print. A breakage in the device was identified that allows the cassette to leak during pressurization. Evaluation received states the issue was likely caused during loading or handling of the device. Evaluation completed by supplier.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Manufacture date ¿ unknown.

Event description:
It was reported during an arthroscopy procedure on (B)(6) 2016, water began leaking from cassette. The procedure was completed with another device, resulting in a 40 minute delay in procedure.